Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise causing pacing inhibition. No noise could be reproduced through product testing. The physician thought the source of the noise may have been due to an electric blanket the patient was using, however it was only present on the rv channel. The rv lead was reprogrammed and remains in service. There were no adverse patient effects reported.